Manufacturer narrative:
D10 concomitant products: mcgrath mac vl handle 301-000-000 - 301-000-000 this regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when using the handle of the videolaryngoscope in combination with the battery, the screen did not display. The screen changed to four dots on the screen, and the remaining battery amount became zero. It rarely starts up without any problems. Tested with a known battery, and the videolaryngoscope started without any problems with about 110 minutes of battery remaining. There was no patient involvement.